Event description:
The ventilator alarmed while in use due to an air source fault. The customer reported the device was in use on a pt and there was no pt harm. The respironics service technician was unable to duplicate the reported event. The ventilator log history confirmed there was an air sour fault, in addition to a gas supplies lost; safety valve open alarm, which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. Service evaluation determined the device to be functioning to specification, however the service tehcnician replaced the air valve as a precaution. Final testing was completed and all tests passed per operating specifications.